Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that cannot be cleared. No additional information is available. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that cannot be cleared was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of both single point load cells, likely attributed to failed component(s), or mishandling such as a drop. A review of the archive data showed several ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message. Both single point load cells need to be replaced to remedy the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).